Event description:
On (B)(6) 2024 this peritoneal dialysis (pd) patient contacted fresenius technical support to report receiving a watchdog timer error on the liberty select cycler during treatment after a power outage. The patient stated they were currently in the hospital. A follow-up with the patient contact confirmed the patient was admitted to the hospital on (B)(6) 2024 with dyspnea due to fluid in the lungs. The patient was discharged on (B)(6) 2024 and has continued to complete pd treatments. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: there is a possible temporal relationship between peritoneal dialysis utilizing the liberty select cycler and the patient event of dyspnea due to fluid in the lung with subsequent hospitalization. However, it is unknown if the patient was in treatment at the time of the event. Additionally, there is no documentation in the complaint file to show a causal relationship between the use of the liberty select cycler and the adverse event. Fluid in the lung can have several etiologies including heart failure, or cardiogenic, and non-cardiogenic which can include respiratory distress, kidney failure, and pulmonary embolism. It is unknown if the patient had pre-existing heart conditions which caused the pulmonary edema. There was no report of the patient missing any treatment due to any cycler issues. The watchdog error occurred in the hospital after a power outage, and it was confirmed that the patient completed treatment that day. Based on the available information and no allegation or evidence of a device malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s adverse event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2024 this peritoneal dialysis (pd) patient contacted fresenius technical support to report receiving a watchdog timer error on the liberty select cycler during treatment after a power outage. The patient stated they were currently in the hospital. A follow-up with the patient contact confirmed the patient was admitted to the hospital on (B)(6) 2024 with dyspnea due to fluid in the lungs. The patient was discharged on (B)(6) 2024 and has continued to complete pd treatments. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. A (as received with reduced dwell) simulated treatment was performed and completed without any failures or problems. The system air leak test passed. The valve actuation test passed. The teach pump test passed. The patient sensor check passed. An internal visual inspection of the returned cycler encountered no discrepancies. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
On (B)(6) 2024 this peritoneal dialysis (pd) patient contacted fresenius technical support to report receiving a watchdog timer error on the liberty select cycler during treatment after a power outage. The patient stated they were currently in the hospital. A follow-up with the patient contact confirmed the patient was admitted to the hospital on (B)(6) 2024 with dyspnea due to fluid in the lungs. The patient was discharged on (B)(6) 2024 and has continued to complete pd treatments. Attempts to obtain additional information were unsuccessful.